Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. Nothing further reported.